Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for epistaxis on (B)(6) 2019. Patient inr was 1.8 and patient hemoglobin was 5.5. Patient was treated with afrin and one unit of packed red blood cells. Patient was discharged on (B)(6) 2019 and has not had any issues since. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established during this evaluation. It was reported that the device was operating as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding no further information was provided. The manufacturer is closing the file on this event.